Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 4.4 mmol/l and 9.8 mmol/l; 3.7 mmol/l and 6.8 mmol/l; 32.0 mmol/l, 14.0 mmol/l, and 18.8 mmol/l; 9.8 mmol/l and 4.8 mmol/l; 3.7 mmol/l and 6.3 mmol/l; 4.8 mmol/l, 9.6 mmol/l and 4.8 mmol/l; 18.8 mmol/l, 14.2 mmol/l, and 32.5 mmol/l. The values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device.